Event description:
Related manufacturer reference numbers: 2017865-2023-19404. Related manufacturer reference numbers: 2017865-2023-19405. It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that the ra lead exhibited failure to capture and failure to sense. Chest x-ray was performed and confirmed ra lead dislodgement. During ra lead revision, it was found that the right ventricular (rv) lead was difficult to be removed from the implantable cardioverter defibrillator (ICD) header. After disconnected the rv lead from the header, the rv lead was found to be difficult to insert back into the header. It was further discovered that there was a coil-like external object within the header. The external object was removed, and the rv lead was able to be inserted into the ICD header. The ra lead was successfully repositioned on (B)(6) 2023. Post procedure, it was found that the rv lead exhibited high out-of-range defibrillation impedance. Programming changes were made. Patient condition was stable.